Event description:
A report was received that the patient had developed a small infection at the lead site. The patient was prescribed antibiotics and the infection had been cleared. The patient was doing well.

Manufacturer narrative:
Additional information was received that there was no infection. The physician confirmed that everything was normal. The patient was just prescribed antibiotics in case of infection.

Event description:
A report was received that the patient had developed a small infection at the lead site. The patient was prescribed antibiotics and the infection had been cleared. The patient was doing well.